Manufacturer narrative:
It was reported that the dressing component was noted to be sticking onto the catheter lumen. The dressing was reportedly in place for seven (7) days or less. Reportedly, during removal of the dressing, the catheter was coming out. No adverse patient impact or medical intervention was reported. No sample was returned to the manufacturer for evaluation and no product lot was provided. A root cause for the reported incident was unable to be determined at this time. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the dressing component is too sticky.